Event description:
Patient reported inaccurate cgm values. The sensor was inserted into the abdomen on (B)(6) 2023. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4).